Event description:
Sorin group received a report that the roller pump would not switch from clockwise to counterclockwise post-operatively. There was no patient involvement.

Manufacturer narrative:
There have been two field actions for this issue. The z-numbers are z-0956/0965-2011 and z-1149/1158-2012. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to an unresponsive touch screen. The touch screen and the processor board were replaced and the issue was solved. The device was tested without further failures and placed back into service. The replaced components were returned to sorin group USA for evaluation. No signs of fluid ingress were noted. Photographs of the kapton-tail date code were taken and sent to livanova (B)(4) for evaluation and it was concluded based on the photographs that the issue was caused by aging and wear of the part and glue. This is a known issue and a root cause investigation (rci (B)(4)) has been performed. The review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the roller pump would not switch from clockwise to counterclockwise post-operatively. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.